Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) was used according to procedure but did not stop the bleeding in a percutaneous transluminal angioplasty (pta). Manual compression was carried out to stop the bleeding. There was no reported patient injury. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was partially depressed. The stopcock was found open, with a mynx syringe returned for this evaluation and found attached to the unit. The sealant was not returned for this evaluation. With regard to the sealant sleeve condition, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was observed to be partially retracted as received, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed, as the device was received in a fully deployed condition. However, since button 2 was received partially depressed, an attempt to fully depress button 2 was performed successfully, and the balloon was retracted without resistance or abnormal behavior. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the limited information available for review and product analysis, user-related factors (user error) likely resulted in the inability to achieve hemostasis event reported after device removal as the device was received with button 2 partially depressed. Additionally, there were no anomalies noted during complete button 2 depression per the functional analysis. Additionally, access site factors (which was not reported) and pharmacological factors are possible. As stated in the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was used according to procedure but did not stop the bleeding in a percutaneous transluminal angioplasty. Manual compression was carried out to stop the bleeding. There was no reported patient injury. The device is being returned for evaluation.